Event description:
The facility reported a pump with an unknown channel failure. It is unknown when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of unknown channel failure was confirmed as failure code 500:320 in the event history. Inspection of the pump revealed the unknown channel failure and failure 500:320 were caused by an defective pump head module (phm) keypad in channel a. The entire phm was replaced in channel a on the pump to correct this condition.